Manufacturer narrative:
Return of product has been requested. Reporter returned 2 oral-b brush heads on (B)(6) 2015. Product investigation is in progress.

Event description:
Head of each brush has broken; the head just comes off the base [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b power rechargeable toothbrush handle smart series, the head of the oral-b brushhead, version unknown had broken. She stated the head comes off the base, and she had gone through 2 brush heads in approximately 2 months. No symptoms developed.